Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications. The pump was monitored and no blank display anomalies were noted. The insulin pump had minor scratches on lcd window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with half the screen being displayed. It was reported that the customer only sees letters on the pump. The customer's blood glucose level was reported to be 270mg/dl. Troubleshoot was reported to be conducted. It was reported that the pump did not come back to normal. It was reported that the pump would be replaced and returned for analysis.